Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past that might have triggered the reason complaint. During download review, pump error 53 alarm confirmed in adapt (main error log) history download three consecutive times. Per software engineering log, pump has an open book due to broken force sensor. Broken force sensor alarms generates 3 errors per fist occurrence and pump is not usable to user. This is hw issue with force sensosr. No pump error 40 was noted. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage was noted. Isolate to electronic assemblies. Unit also received with cracked belt clip rails ,battery tube threads - cracked, scratched case, cracked keypad overlay at select button and cracked retainer. In conclusion, the unit came in with a critical pump error (open book) alarm triggered by pump error 53. Pump error 53 due to broken force sensor. Broken force sensor alarms generates 3 errors per fist occurrence and pump is not usable to user. This is hw issue with force sensors. Unable to confirm pump error 40 due to critical pump error (open book image). No moisture damage found during deconstructive analysis, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a critical pump error. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and explained the pump performs safety checks and pump error 40 was found. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1880 was requested and customer response was the device will be returned.